Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the subclavian artery. The 6.0x40mm armada 35 balloon dilatation catheter was advanced to the target lesion however during inflation to nominal pressure, it was noted air was flowing back in the indeflator, the physician suspected a leak. The device was removed and another same size armada 35 was used however the same issue occurred. The device was removed and the procedure completed using a third armada 35. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the procedure was to treat a lesion in the subclavian artery. The 6.0x40mm armada 35 balloon dilatation catheter was advanced to the target lesion however during inflation to nominal pressure, it was noted air was flowing back in the indeflator, the physician suspected a leak. The device was removed and another same size armada 35 was used however the same issue occurred. The device was removed and the procedure completed using a third armada 35. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, insufficient preparation, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the reported complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.